Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report hospitalization for dizziness and losing conciousness due to high blood glucose levels. Customer was treated with manual insulin injections and declined troubleshooting. Blood glucose levels at time of hospitalization was 400 mg/dl. Nothing further reported.